Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced low blood glucose of 40 mg/dl the night before; customer treated by drinking orange juice. Customer stated that his blood glucose when he woke up was 130. Customer went out for a blood test and blood glucose was 170 mg/dl when he returned; he treated with the insulin pump. Customer then had breakfast and for lunch his blood glucose went to 278 mg/dl. Customer had removed the infusion set and stated that the cannula was bent. And when I had called you yesterday it was slightly bent. Call dropped before and customer could not be reached. Nothing further reported.